Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a sterility issue with the lidstock.

Event description:
When removing the catheter from the box, the primary packaging is broken.

Event description:
Complaint description: when removing the catheter from the box, the primary packaging is broken.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened kit for evaluation. Visual examination revealed the lid stock was torn with the lid stock facing down into the tray. This type of tear is consistent with the lid stock being torn from the outside, not from a component on the inside, most likely from shipping and handling. The tear in the lid stock compromised the sterile barrier. A device history record review was performed with no relevant findings. The label on lid stock instructs the user to not use the product if the package is damaged. The customer report of a broken kit was confirmed by complaint investigation. The lid stock tear consistent with the lid stock being torn from the outside, not from a component on the inside, risking a sterility breach. Based on the sample received, this defect was likely caused by shipping and handling. Teleflex will continue to monitor and trend for complaints of this nature.